Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right ventricular channel. It was decided to explant and replace this device. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right ventricular channel. It was decided to explant and replace this device. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the complaint description for more information regarding the specific circumstances of this event.